Manufacturer narrative:
As no lot number was reported, a ship history report (shr) was generated for item number h965103029041 in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the event date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "occluded." No adverse trend was identified. As no sample was returned for evaluation, the reported complaint is unable to be confirmed and the root cause unable to be identified. This is the only reported complaint for this failure mode in the past 15 months for the bioflo dialysis product family. Angiodynamics manufacturing process controls for this device include a visual inspection based on aql, which includes but is not limited to, visualizing for scratches, cuts, and kinks as well as 100% leak testing of all catheters and guidewire insertion tests to verify lumen patency. The directions for use packaged with the device provides guidance and warnings intended to prolong the life of the catheter, including the statement, "· examine catheter lumen and extensions before and after each treatment for damage. Note: endexo technology is intended to reduce catheter-related thrombus, and is not intended to treat or eliminate existing thrombus." (B)(4). Device discarded at hospital.

Event description:
As reported, bioflo dialysis catheter became occluded and was removed and replaced in a patient. Patient condition was reported as, "unaffected." The used catheter was discarded at the hospital.